Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of air bubbles in the tubing. The customer states they have been having high blood glucose levels, and notice multiple air bubbles in the reservoir. The customer's blood glucose level at the time of incident was 140mg/dl. The customer states the air bubbles are on top of the reservoir. Troubleshoot was conducted. The customer will be returning the sets for analysis test, and will be following proper guidelines to prevent air bubbles.